Event description:
It was reported an occlusion alarm occurred. Blood glucose level remained within a safe range and did not exceed 500 mg/dl. Reportedly, air bubbles were observed within the pump supplies. Customer resolved issue by clearing air bubbles from the line and resumed insulin delivery.